Event description:
During recent site visit, senorx representative learned of an event which had occurred using the gel mark. Biopsy site marker. Date of event is unknown. The site reported that the tip of a gel mark had sheared off. No patient adverse effects were reported.